Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was tested and found low and there was contamination around the force sensor plate. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigators were unable to investigate reported large prime volume due to load step malfunction. Evaluation revealed that during rewind step the pump failed to recognize the cartridge. The force sensor calibration was tested and found low. Investigation revealed evidence of contamination was found around the force sensor plate. Evaluation revealed force sensor plate resistance reading out of specifications. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery.